Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet generated error 38 indicating consecutive stalled insulin motor events, the user cleared notifications, restarted the device at 68 percent battery, the alert initially ceased, then recurred, and a replacement device was arranged. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no medical intervention. Investigation included customer support troubleshooting and device restart. Investigation of this device revealed a recurring insulin motor stall alarm consistent with a device malfunction affecting the insulin delivery mechanism. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.